Event description:
The customer reported that the battery connections are loose. It was reported that the unit would unexpectedly shutdown due to the loose battery connections (pins).

Manufacturer narrative:
The customer reported that the battery connections are loose. It was reported that the unit would unexpectedly shutdown due to the loose battery connections (pins). On (B) (6) 2009, the philips field service engineer replaced the battery pca which resolved the reported issue.